Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) performed troubleshooting with the customer and confirmed the reported 1007 error code in the event log. The rse informed the customer that the manufacturer recommends the following per the service manual: 1. Replace the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable. 2. Replace the da pcba. 3. Replace the mc pcba. 4. Replace the power management (pm) pcba. 5. Replace the central processing unit (cpu) pcba.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer already replaced the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable and da pcba, but the issue remained. The customer will order replacement power management pcba and central processing unit pcba for repair.